Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: on investigation, moisture was confirmed to be in the battery compartment. The battery compartment was noted to be cracked. Leak testing revealed a leak at the site of the battery compartment crack. Leak testing also showed leakage through a hole in the audio bolus button cover and through the keypad cover, which was peeling off the pump. There was no moisture found under the audio bolus button cover or the keypad cover. The pump failed to power on during the investigation. The pump was opened for further investigation and did not reveal any evidence of moisture inside the pump¿s interior compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture within the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.